Event description:
It was reported that the coronary sinus was dissected with no hemodynamic effect. The patient tolerated the event with no complaints of discomfort.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No ill effects.